Event description:
It was reported that the monitor on the 2800 system intermittently was giving the wrong colors. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced dual monitor cable, power cable and the potentiometer on filmer. The system was tested and found to be working as intended and placed back into service.